Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited inappropriate rate response after being exposed to electrocautery. The device was successfully replaced.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.